Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but after the catheter was inserted, the guidewire exit port got caught in the struts of a non-boston scientific stent. The stent had perhaps partly moved. The child catheter was moved on the shaft to remove the opticross. No part of the device remained in the patient and there were no patient complications.

Event description:
T was reported that device entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but after the catheter was inserted, the guidewire exit port got caught in the struts of a non-boston scientific stent. The stent had perhaps partly moved. The child catheter was moved on the shaft to remove the opticross. No part of the device remained in the patient and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis with the hub section cut and missing. A kink in the sheath assembly was noted. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The guidewire exit port was found deformed.